Manufacturer narrative:
E1: patient city :(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was quick release. The infusion set was in use for five day. The insertion site was left hip. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.